Event description:
It was reported that while using two side-firing surgical fibers during a prostate procedure, the system repeatedly went into standby mode and displayed an excessive fiberlife activity message at 12,006 joules and 38,985 joules of use respectively. The case was completed using an alternate procedure (holap). Outcome: "no patient injury". This report is for the second fiber used.